Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round spectrum 425cc saline breast prosthesis, catalog #3501470, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction revision procedure with a mentor smooth round spectrum 425cc saline breast prosthesis that deflated after implantation. Patient went in for a doctor¿s visit and deflation was diagnosed by a visual examination. As a result, the patient underwent bilateral explantation and replacement with mentor gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 07/17/2018, the mentor failure analysis lab received the device for evaluation. On 07/25/2018, mentor completed the investigation on the suspect medical device. The device was received with no fluid. Upon receipt the device appears intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Complaint was confirmed. Potential cause: review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. Dislodged valve material from a valve puncture or tear. Water soluble crystal-like material (residual nacl from the fill solution). External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. Based on the information provided and the results of the laboratory examination of the device, the product evaluation (pe) team was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).